Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - info not provided" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: 3003898360-2025-00377, 3003898360-2025-00394, 3003898360-2025-00395.

Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: 3003898360-2025-00377, 3003898360-2025-00394, 3003898360-2025-00395 and 3003898360-2025-00400.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 28 staples remaining in the cover block, indicating that the customer fired at least 7 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples all fired and were able to engage and close into the simulated skin with no difficulty. The reported complaint of "misfire/jamming - info not provided" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired, and no issues were observed with the returned stapler. A device history re cord review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.